Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was programmed to deliver 5% dextrose and quarter normal saline at a rate of 45ml/hr with a vtbi (volume to be infused) of 100ml, and the delivery was started. After an unspecified length of time, the nurse entered the pt's room and noted the pump display indicated an unspecified occlusion; however, no audible alarm tone was noted. At this time, the therapy was discontinued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.